Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. The controller passed visual and functional examination; the reported event could not be reproduced in the lab. Review of the log files revealed that the controller lost power two times on the reported event date, confirming the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with a controller losing power may be attributed to faulty power sources. The power sources were requested from the customer however they opted to only exchange the controller. There are no known clinical factors that could have contributed to this event. Based on the information available, the most likely root cause of the reported event cannot be conclusively determined; a possible root cause is faulty power sources. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
This event involved a patient who experienced critical battery alarm and a pump stop in the controller 9 months after heartware lvad implantation. While the patient was replacing a battery, the controller displayed a blank screen alarm, with an audible alarm impossible to be silenced. Preliminary log files review has confirmed the pump stop. The controller was removed from the patient and a new one was supplied. No harm or injury to the patient was reported as a result of this incident. Investigation is ongoing.